Event description:
The customer reported bellavista1000e us having alarms 300 - device in failsafe, 316- blower failure and alarm 545 in logs furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification:pc-(B)(4). The suspect device was not returned for investigation at this time. However, vyaire medical technical support has verify the unit issue and determined root cause as due to defective inspiration valve nt. Advised the customer to replace the inspiration block. Customer placed an order for replacement.